Event description:
As reported by customer, the tip of the fogarty catheter was broken when taken out of the tray. A piece of metal was noticed by the staff. This event happened before use, no patient complications reported.

Manufacturer narrative:
We received one embolectomy catheter without the packaging for examination. The stylet in the tip of the catheter appeared to be bonded to the catheter tip. The stylet cap was not returned. A closer examination found a trail of what appeared to be adhesive coming from where the stylet cap was bonded. The cap is bonded to the stylet wire using a 2 part epoxy. The inflation lumen is patent and the balloon latex and both proximal and distal windings appeared to be in good condition and there were no missing components. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.